Event description:
A malfunction alarm, identified as malf 24, was reported with no notable events prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Tandem technical support advised the customer that a replacement pump with updated software would be sent, and provided instructions for putting the current pump into storage mode and returning it via ups. The customer did not have backup insulin therapy available and planned to contact their healthcare provider for options.